Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What is the product code? What is the lot number? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? Was there any adverse consequence associated with the patient? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An analysis of the product could not be performed since a physical sample was not received for evaluation, only a paper lid and an empty winding former. A manufacturing record evaluation was performed for the finished device lot number rcbdec / 8709h, and no non-conformances related to the reported complaint condition were identified.